Event description:
It was reported the patient received the following results within 15 minutes: 07:00pm: 76 mg/dl (performa system 1), 07:00pm: 70 mg/dl (performa system 2), 07:10pm: hi mg/dl (pharmacy professional meter). The blood glucose glucose results were obtained using the same vial of test strips (lot. 671478) on both performa meters.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states